Event description:
It was reported that there was cortical bleeding due to penetration of the right electrode. A cerebral computerized tomography (CT) and x-rays were done, imaging indicated the presence of a compressive dural hematoma on (B)(6) 2014. Imaging on (B)(6) 2014 indicated the presence of a hematoma in the right and left subdural. The patient had had an increase in dyskinesias for the several days prior to the date of this report with right brutal deficit, right superior side. It was procedure and lead 2 related, the target location was the right subthalamic nucleus, it was also lead 1 and 2 related along with both extensions. The outcome was ongoing on (B)(6) 2014. Actions required were in-patient hospitalization, an emergency room visit, an urgent care visit, an unscheduled clinic visit and a surgical intervention to evacuate the hematomas was done on (B)(6) 2014. This had resulted in life threatening illness or injury, in-patient or prolonged hospitalization, medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. The leads were implanted on (B)(6) 2014 and the extensions and implantable neurostimulator (ins) were implanted on (B)(6) 2014. Patient¿s medical history included parkinson¿s disease starting in 2005, a past of smoking, hypertension and renal insufficiency/renal failure. No outcome was provided. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3389-28, lot# 0208574664, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-28, lot# 0208574664, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-28, lot# 0208574665, implanted: (B)(6) 2014, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# 0208574664, implanted: (B)(6) 2014, product type: lead; product ID 3389-28, lot# 0208574664, implanted: (B)(6) 2014, product type: lead; product ID 3389-28, lot# 0208574665, implanted: (B)(6) 2014, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Additional review of the event indicated. (B)(4).

Event description:
Additional information received from a healthcare professional of a clinical study reported the outcome was updated to resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was cortical bleeding secondary to penetration of right electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the etiology to include that the event was related to surgery/anesthesia. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the event clinical diagnosis to note that the patient had brain cortex, bleeding secondary to penetration of right electrode. No further complications are anticipated.